Event description:
On (B)(6) 2021, the patient called lifescan (lfs) us alleging that their onetouch verio 2 meter gave inaccurate erratic results compared to other results on the same device. The complaint was classified based on the customer care agent (cca) documentation and reviewing the call recording. The reporter stated that that the alleged issue began 2 weeks prior to contacting lfs (no date specified) when the patient started to lose their appetite. The patient began observing results that they felt did not compare with how they were feeling, this led the patient to distrust the device. On (B)(6) 2021 at 00:00 the patient was feeling ¿shaky¿, ¿sweating¿ and ¿headache¿ but did not take any action or perform any testing until 03:47 at which point they obtained a result of ¿223 mg/dl¿. Subsequent results obtained on the same device were ¿170 mg/dl¿ at 06:56, ¿139 mg/dl¿ at 08:08 and ¿136 mg/dl¿ at 08:09. The patient did not believe that these results were all too high as they had not been eating so did not take any action. The patient manages their diabetes with insulin (self-adjuster), humalog, 35 units. The patient self-treated the symptoms with a glass of milk at an unspecified time after the 08:09 result and started to feel better. During troubleshooting, the patient was able to confirm that the unit of measure was set correctly on the subject meter but did not have control solution to conduct a performance check. A replacement device was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.